Manufacturer narrative:
The insulin pump had intermittent escape and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked reservoir tube window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she had a hard time pressing the buttons. The customer reported a rack around the battery compartment and cracking on the opposite end as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.